Event description:
Device malfunction: resistance during insertion. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily scarred common femoral artery after a diagnostic procedure. Reportedly, resistance was felt during device insertion into the vessel. The device was removed and an angio-seal was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.